Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was subclavian crush of a patients leads. The leads remain in the patient and new leads implanted abdominally. No patient complications have been reported as a result of this event.